Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose levels was 341 mg/dl. Troubleshooting was performed related to no delivery alarm. The customer stated that the insulin did not exit during the plunger push. The customer declined troubleshooting for high blood glucose. Reservoir will not be returned for analysis.